Event description:
It was reported that during preparation for a cryoplasty treatment procedure; the inflation unit started by itself. The approximately 70% stenotic lesion was located in the 6mm non tortuous and non calcified pulmonary vein. The polarcath balloon was in place, negative had been pulled and when they went to screw the nitrous oxide cartridge into the polarcath dilatation inflation unit, the inflation unit started without touching the start button. They heard the starting noises and the balloon very slightly inflated. The balloon was positioned correctly and didn't inflate enough for any clinical issues to transpire. The system quickly deactivated and indicated replacement of the inflation unit. The procedure was completed with a new inflation unit. No patient complications were reported and patient status is reported as is ok.

Manufacturer narrative:
The inflation unit was received back in over all good physical condition. As received, all led were illuminated and flashing. The inflation unit was plugged into the download computer and the downloaded data indicated that a ventleakcheckfail error had occurred. The inflation unit was reset and connected to a test catheter and during functional testing the unit completed four complete treatment cycles with no errors. There were no occurrences of the system activating automatically during our testing. Visual inspection of the top and bottom enclosures revealed no visual damages. The inflation unit was disassembled and the pcb was visually inspected and verified normal. The inflation unit operated within specifications with no errors identified. We were unable to replicate the customer¿s complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.